Event description:
Locking mechanism is not locking to broach.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination and functional testing of the returned device confirms the reported event that the handle does not lock down on the broaches and hold securely. The overall condition of the broach handles suggests heavy usage as the device exhibits several gouges/scratches. Based on evidence of heavy usage, the root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary